Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the preparation for use section of the mini trek rx coronary dilatation catheter (cdc), global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.0x15mm mini trek dilatation catheter was prepped inside the anatomy, then advanced to the mid left anterior descending (lad), 100% stenosed lesion. During the first balloon inflation, at 6 atmospheres (atm), the balloon ruptured. Another device was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.